Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms. No adverse patient effects were reported. Lead information is unknown and additional information is being requested.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms. No adverse patient effects were reported.